Event description:
It was reported that an ilet user experienced elevated blood glucose, peaking at 281 mg/dl, after consuming a large macaroni and cheese meal, with glucose subsequently at 207 mg/dl and trending down; the event was categorized as hyperglycemia with unclear cause. Symptoms included high blood glucose without reported injury or need for medical intervention. Outcomes included no hospitalization and resolution trending without additional treatment. Investigation included user-guided troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component issue identified, with user-reported dietary intake considered a plausible contributor to the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.